Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported issue. A functional test and visual inspection was performed to further investigate the reported issue. Customer's reported problem was not confirmed. The pump was serviced on (B)(6) 2021 for "continuously beeping" issue. The downstream occlusion sensor was replaced to address the issue. Powered down, turned off, turned on the with high pressure and no disposable alarm messages after pump starting were found in the pump's event history logs. However, the repeat issue again is unknown. Recommend a second new downstream occlusion sensor to be replaced.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device continuously beeped. There was no patient, or clinician injury associated with this occurrence.